Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The insulin pump was received with minor scratches on case.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 508 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised they received several no delivery alarms. Customer declined to troubleshoot for high blood glucose levels. The customer did not mention if auto mode was in use. The insulin pump was returned for analysis.